Event description:
Allergan representative reported an alleged erosion was experienced with a lap-band device. The "band went into the stomach." The entire system explanted and not replaced. Follow-up findings: the patient "presented with discomfort in upper gastric region." The patient had a "history of regurgitation and tightness of the band." During explant, the surgeon could see where the gastric acid caused discoloring of the band." The patient was discharged after explant but then went back to the emergency room because of a fever due to pneumonia. The surgeon's notes stated that the fever and the pneumonia resolved soon after that.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Erosion and reflux (regurgitation) are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for those events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the possible outcome of reflux (regurgitation) as follows: "gastroesophageal reflux, heartburn, gas bloat, constipation and weight regain have been reported after gastric restriction procedures."